Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During onsite technical history visit prior to surgery date field service engineer performed system verification, with special attention to vacuum system. System passed all calibration tests; checked vacuum and could not duplicate vacuum issue. Proactively changed out connectors and tubing as a preventive measure. System meets specifications as service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The logfile shows eight successfully performed treatments. The reported treatment could be identified in the logfile. The surgeon lost vacuum two ten times during the docking process/before the treatment. The treatment of the patient's right eye was finished successfully. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings but not the recommended canal spot and side cut settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. Multiple dockings and the long suction time can lead to the described issues. In general, it is not recommended to re-dock more than two times, because of the reaction of the corneal tissue. Due to the multiple docking trails (ten docking attempts) the cornea might be swollen, which changes the thickness and therefore the depths of the cut and it´s completion. This might have been the strongest influence in this case, in addition to using canal and spot settings not within our recommendation. Treatment report image also shows a decentered applanation and possible liquid build-up under patient interface. The root cause could be determined as user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the system had blind suction, hard docking resulted in thin and torn flap in the right eye of a patient during lasik surgery. There are two related reports for this event. This report addresses the patient initial's sp's in the right eye and other manufacturer reports will be filed.